Event description:
The temporary pacemaker was returned to the manufacturer for repair and subsequently tested our of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found the display was broken. Additional findings were broken upper case and ring cover contamination. The ring and two side bails were bent. The battery drawer was broken.